Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was in patient's pocket, and car door inadvertently shut on patient's leg and pump, resulting in shattered pump screen. In addition, the touch screen would no longer turn on and customer is unable to interact with the pump. Customer's blood glucose was 140 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.